Event description:
This was a lead extraction case conducted in the operating room to remove a total of 4 leads (3 - rv and 1 - lv) due to an acute infection. The pt was prepped with an arterial line, an ij temporary pacer lead, both fluoroscopy and tee were in available, and blood product in the operating room suite. The pt's leads were located on both the right (1 - rv and 1 lb) and left side (2 abandoned rv leads). The md began by opening and cleaning the pocket, cutting and prepping the leads with a lld-ez (right rv), lld-e (right lv), lld#2 (left rv and 2), and lasing the right rv lead with a 16f sls ii. The rv (B)(4) was successfully extracted and attention was then turned to the lv lead. The md began lasting with a 14f sls ii and stopped lasing at the entrance of the valve. At this time gentle traction was placed on the lv lead (B)(4) over the course of 5 minutes and the lead released. During the course of 15 minutes the pt's abp slowly dropped from approx 110 to approx 7. A tee was inserted and a pericardial effusion noted. The md performed a sternal window with minimal blood seen. Within minutes of a full sternotomy being performed a massive, posterior clot was removed with no further bleeding seen. The injury in the coronary sinus was thought to have been caused by the adhesions on the distal tip of the lv lead, as the sls did not enter the coronary sinus. The left-sided leads were then successfully removed with a 16f sls ii. The pt's abp stabilized at approx 120, the chest was closed and the pt transferred to the ICU for recovery. There were no devices retained for returned investigation.